Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported in the hospital due to diabetic ketoacidosis, healthcare provider and endocrinologist wants the insulin pump to be looked at. The blood glucose value at the time of admission 600+ mg/dl. The customer had symptoms of nausea, vomiting and sluggish. The customer was treated for the high blood glucose level ins ICU with insulin drip and fluids. The customer was not wearing the pump at the time of the hospitalization, off less than forty-eight hours. The customer did troubleshoot and found the infusion set cannula bent. The customers current blood glucose level was 216 mg/dl. The customer did troubleshoot and found cracks around the reservoir chamber. The insulin pump will not be returned for analysis.